Manufacturer narrative:
Date of event: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention was planned to explant the patient's ipg for an unknown reason. No additional information is known at this time.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted. The patient did not want to keep their system following a lead explant procedure due to pain at lead site. (Reference reg report: 3006705815-2020-02564, 3006705815-2020-02565.)

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.